Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.